Event description:
The product was used during an inguinal hernia procedure. Reportedly, the suture broke. The surgeon used another suture to complete the procedure. The hospital has reported that no pt injury occurred.